Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented to the clinic after receiving a patient notifier. Review of egms revealed post-paced t wave oversensing. The device was reprogrammed and there have been no patient issues since.

Event description:
New information notes that at a subsequent follow-up post-paced t-wave oversensing was observed. Programming changes were made.